Event description:
It was reported to boston scientific corporation that an advanix double pigtail stent was used during a endoscopic papillary large balloon dilation (eplbd) and endoscopic biliary drainage (ebd) procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the device was advanced into the left side of the hepatic duct and when it reached the intended area; however when the inner catheter of this device was pulled resistance was encountered. The physician attempted to pull applying some force, but the inner catheter was still unable to be pulled and the stent failed to deploy. The physician chose not to apply even more force, and removed the device from the endoscope. It was reported that no damage was noted with the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed an MDR reportable event based on the investigation results; stent broken.

Manufacturer narrative:
Pt age: patient reported to be over 18 years of age. (B)(4). The stent was returned with the delivery system for evaluation. Functional testing found the stent could not be deployed. Visual analysis found the stent to be kinked and slightly torn from being pulled against the push catheter. It is likely that procedural or anatomical factors encountered during the procedure limited the overall performance of the device, leading to the noted damage. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.